Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Removing the harm code 2418 loss of conciousness with this report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that customer went to emergency room due to high blood glucose of 316 mg/dl on (B)(6) 2019 and customer was not right amount getting insulin from the insulin pump. Customer experienced nausea, chest pain and felt like passing out. Customer stated that auto mode was active at time of high blood glucose event. Customer was treated with intravenous insulin and manual shot. Customer also stated that customer was hospitalized on (B)(6) 2019 due to high blood glucose of almost 400 mg/dl and was treated nausea with intravenous medicine. Customer mentioned that customer had surgery of mouth in on (B)(6) 2019. Insulin pump will be returned for analysis.